Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the proportional solenoid (psol) printed circuit board (pcb). After serv icing, the ventilator passed all testing per manufacturer's specification and was returned to the customer. The psol pcb was visually inspected with no anomalies observed. The component was connected to a test ventilator. The fault was isolated to component u15. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 700 series ventilator failed post (power on self test) with an error message. The ventilator was not in use on a patient at the time of the reported event.